Event description:
A customer reported receiving error codes on their dt60 analyzer while trying to calibrate dt nbil slides. Troubleshooting determined that this event is consistent with a malfunction that may cause false pt results to be reported. There was no report of pt harm as a result of this event.